Manufacturer narrative:
Initial.

Event description:
It was reported that the pump displayed an occlusion with a recurring motor stall alert after a restart, consistent with a failure to infuse, and the user later performed a full supply change which restored pump function. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem identified during troubleshooting, with the event characterized as failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.